Event description:
The below report was received by health authority u.s. Food & drug administration on 20-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("device embedded in tissue or plaque") in a female patient who had essure inserted (lot no. A64635) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced embedded device (seriousness criterion medically important). On an unknown date she experienced device dislocation ("my essure has moved from my fallopian tube"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to embedded device or device dislocation. The reporter commented: essure has moved from my fallopian tube, and now I need a hysterectomy to have it removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-mar-2023: process with initial. 24-mar-2023: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5115674) on 20-mar-2023. The most recent information was received on 17-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("device embedded in tissue or plaque") in a female patient who had essure inserted (lot no. A64635) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced embedded device (seriousness criterion medically important). On an unknown date she experienced device dislocation ("my essure has moved from my fallopian tube"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to embedded device or device dislocation. The reporter commented: essure has moved from my fallopian tube, and now I need a hysterectomy to have it removed. Lot number:a64635, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.